Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure inserted (lot no. E24124) for female sterilisation. The patient had a medical history of gonorrhea in 2012 and overweight, pelvic inflammatory disease, pelvic pain female, asthma, depression, sulfonamide allergy, parity 4, multi gravida and abdominal pain. Reports the std testing always comes out negative,. Previously administered products included: alkekengi officinarum;apium graveolens seed;astragalus gummifer gum;boswellia sacra bark resin;calamus draco fruit resin;cucumis sativus seed;glycyrrhiza spp. Root with rhizome;papaver somniferum latex;prunus amygdalus seed;senegalia senegal gum. Past adverse reactions to the above products included: skin rashes with alkekengi officinarum;apium graveolens seed;astragalus gummifer gum;boswellia sacra bark resin;calamus draco fruit resin;cucumis sativus seed;glycyrrhiza spp. Root with rhizome;papaver somniferum latex;prunus amygdalus seed;senegalia senegal gum. The patient had a family history of diabetes mellitus, cancer, bipolar disorder and heart disease, unspecified. Concomitant products included metronidazole, doxycycline hyclate, xopenex hfa (levosalbutamol tartrate), vitafol ultra (docosahexaenoic acid;minerals nos;vitamins nos), valium (diazepam), ultram ER (tramadol hydrochloride), nifedipine, irospan (ascorbic acid;ferrous sulfate) and progesterone. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced pelvic inflammatory disease (seriousness criterion medically important) and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and pelvic inflammatory disease to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.419 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: reason for visit: evaluate essure history of present illness : pelvic pain. Pelvic ultrasound: both essure coils visualized and appear to be in optimal placement. [Pathology test] on (B)(6) 2019: surgical pathology report: clinical history:sterility procedure: bilateral salpingectomy. Tissues: fallopian tube, nos - bilateral fallopian tubes. Final diagnosis: right and left fallopian tubes, salpingectomy: no histologic abnormality: complete luminal cross sections demonstrated. Gross description: the first tube is 7 cm in length and 0.7 cm in diameter. A coiled wire extends from the medial aepect. The second tube ia 4.5 cm in length and 0.7 cm in diameter with a normal fimbriated extremity. A coiled metal wire extends from the medial aspect. [Ultrasound scan vagina] on (B)(6) 2018: essure confirmed by tvu exam is most consistent with pid but based on her history this has been diagnosed and treated several times a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and pelvic inflammatory disease ("pelvic inflamatory disease") in an adult female patient who had essure inserted (lot no. E24124) for female sterilisation. The patient had a medical history of gonorrhea in 2012 and overweight, pelvic inflammatory disease, pelvic pain female, asthma, depression, sulfonamide allergy, parity 4, multi gravida and abdominal pain. Reports the std testing always comes out negative,. Previously administered products included: alkekengi officinarum;apium graveolens seed;astragalus gummifer gum;boswellia sacra bark resin;calamus draco fruit resin;cucumis sativus seed;glycyrrhiza spp. Root with rhizome;papaver somniferum latex;prunus amygdalus seed;senegalia senegal gum. Past adverse reactions to the above products included: skin rashes with alkekengi officinarum;apium graveolens seed;astragalus gummifer gum;boswellia sacra bark resin;calamus draco fruit resin;cucumis sativus seed;glycyrrhiza spp. Root with rhizome;papaver somniferum latex;prunus amygdalus seed;senegalia senegal gum. The patient had a family history of diabetes mellitus, cancer, bipolar disorder and heart disease, unspecified. Concomitant products included metronidazole, doxycycline hyclate, xopenex hfa (levosalbutamol tartrate), vitafol ultra (docosahexaenoic acid;minerals nos;vitamins nos), valium (diazepam), ultram [tramadol hydrochloride], nifedipine, irospan (ascorbic acid;ferrous sulfate) and progesterone. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced pelvic inflammatory disease (seriousness criterion medically important) and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and pelvic inflammatory disease to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.419 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: reason for visit: evaluate essure history of present illness : pelvic pain. Pelvic ultrasound: both essure coils visualized and appear to be in optimal placement. [Pathology test] on 14-jan-2019: surgical pathology report: clinical history:sterility procedure: bilateral salpingectomy. Tissues: fallopian tube, nos - bilateral fallopian tubes. Final diagnosis: right and left fallopian tubes, salpingectomy: no histologic abnormality: complete luminal cross sections demonstrated. Gross description: the first tube is 7 cm in length and 0.7 cm in diameter. A coiled wire extends from the medial aepect. The second tube ia 4.5 cm in length and 0.7 cm in diameter with a normal fimbriated extremity. A coiled metal wire extends from the medial aspect. [Ultrasound scan vagina] on (B)(6) 2018: essure confirmed by tvu exam is most consistent with pid but based on her history this has been diagnosed and treated several times. Lot number: e24124 manufacture date: 2015-08 expiration date: 2018-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.